Event description:
It was reported that the physician deployed the stent and post deployment, the stent allegedly appeared to be fractured in three pieces. The stent is patent and the pt is asymptomatic.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned; the eval is currently underway.